Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).